Event description:
A nurse called to request an event log review. She stated that one of her nurses reported that 400cc of heparin infused into a pt in 30 mins. Heparin was programmed/started on (B)(6) 2012 at 2330. Intended rate was 32ml/hr. She stated that the programming was checked by a second nurse and was reportedly programmed correctly (no other details were provided related to ordered values). The reporter believes but is not 100% certain that the medication was run as a primary infusion. The nurse stated that the heparin medication was held for 5 hours and extra ptt blood draws were done every hour. She stated that the pt had an elevated ptt for 5 hours before returning to an acceptable level to restart the heparin. The tubing was saved. No pt harm was reported. Customer states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The event log has been received, however we are still waiting for the customer's data set. A f/u report will be submitted once the failure investigation has been completed.